Event description:
It was reported to boston scientific via an article published in the world journal of urology that a prospective study was conducted in order to evaluate the learning curve of holmium laser enucleation of the prostate (holep) for a surgeon over his first 500 consecutive cases to determine whether further improvements can be expected and whether complication rates are affected. The study occurred from january 2021 to september 2023. The procedures were performed with the pulse 120 moses holmium laser, with a slimline 550 or moses 550 laser fiber. There were no severe complications. Patients experienced blood loss, urinary retention, prolonged gross hematuria, urinary tract infection, anemia, chronic obstructive pulmonary disease (copd) exacerbation, subileus or hypertonia. Two patients needed an endoscopically guided catheter placement due to urinary retention. Six of them needed reintervention due to bleeding, and one needed a secondary morcellation. No further patient complications were reported. This complaint is for the slimline fibers.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. The date of the beginning of the study was chosen. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Citation: wenk, m.j., hartung, f.o., grune, b., hermann, j. (2024). The long-term learning curve of holmium laser enucleation of the prostate (holep) using the en-bloc technique: a single-surgeon series of 500 consecutive cases. World journal of urology, 42(436), 7.